Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The field service technician evaluated the unit the gas delivery system was replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the proximal pressure sensor failure issue. There was no patient involvement.